Manufacturer narrative:
Evaluation in progress.

Event description:
Machine stopped shocking during treatment. Machine from another facility brought in and used to complete the case.

Manufacturer narrative:
Field service engineer conducted simulated use testing and found an energy storage problem. Device was repaired and returned to the customer.